Manufacturer narrative:
Correction:submitted 09/01/2015 as follow-up #1: upon review of the call, it was determined that the blood glucose excursion was not associated with this display issue. This bg excursion is now reported in MDR 2531779-2015-31011.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a cloudy display and the patient had a blood glucose of 580 mg/dl with moderate ketones and thirst. This complaint is being reported as the display issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up # 1: 09/24/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: upon a visual inspection of the pump it was noted that the display was clear and the contrast was good. The cloudy display complaint was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.